Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: a810, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (2000 mcg/ml at 570 mcg/day) and unknown baclofen (4000 mcg/ml at 570 mcg/day) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) was at the pump replacement case when the healthcare provider (hcp) was not able to aspirate catheter. The hcp primed the new pump on the back table and then connected to catheter with old drug. The previous drug concentration was 4000 mcg/ml (in catheter) and new concentration (in reservoir, internal tubing and cap) was 2000 mcg. The pump was primed, connected and updated at 7:57, almost an hour has elapsed, and the rep realized he forgot to program bridge. The technical services (tss) reviewed advanced bridge to program. The catheter volume was 0.196ml. The tss calculated that 0.011875ml would have been dispensed at the hour mark. The tss reviewed that ¿fr¿ was increasing so to be conservative, we will want to increase the volume ever so slightly to make sure all 4000mcg/ml drug was dispensed from catheter before pump was speed up. The tss walked rep through programming advanced bridge of 0.190ml. The rep will call back with sr information after programming update since time sensitive.

Event description:
Additional information was received from the company representative who reported that the pump was being replaced due to normal eri (elective replacement indicator), and there were no adverse events associated with initially forgetting to program the bridge bolus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep had not forgotten to program the bridge, but too much time had elapsed and the rep was trying to review calculations. The rep stated that as far as he knew from post-op, everything was resolved. The rep indicated that the catheter was not replaced and that this was the same catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that it was not determined why the catheter could not aspirate. The rep stated that they performed a back table prime. The rep further stated that the explanted pump was discarded and would not be sent back to mdt. The rep also provided the serial number of the catheter that could not be aspirated, serial number of the pump that was explanted, the name and date of birth of the patient and the name of the patient's provider.